Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information states that 10 days post implant, the lead exhibited high thresholds.

Event description:
It was reported that the right ventricular lead dislodged just after implant. The patient had other medical conditions which prevented revision. The patient had stabilized a revision took place on (B)(6) 2017 during that time the physician noted an insulation anomaly, the lead was explanted and replaced successfully. The patient was in good condition following the procedure. The patient would be followed with normally scheduled follow ups.